Event description:
The customer reported the system is not displaying an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the digitalizer card. System operates as intended. (B) (4)